Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual inspection confirmed that the rear rod was fractured through the pin hole which connects the rod to the trigger. Impact marks were observed on the strike plate and handle near the part and lot etchings. Scanning electron microscopy (sem) analysis of the rear rod fracture on the broach handle sample showed that it fractured due to overload. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the offset broach handle was fractured. Attempts to obtain additional information have been made; however, no more is available.